Event description:
In our ER we had a patient with a laceration to the right hand. The emergency medical techincian (emt) assisting the md was adjusting the ceiling lamp (medical illuminations, centurion, model #021514) when it fell and struck the patient on the opposite arm and nearly struck the md. The patient was examined and did not complain of any pain and no orders were written from the doctor due to this event. Evaluation from the biomedical department revealed that the unit broke off from the mounting hardware where it rotates. The manufacturer was notified and upon their inspection a new replacement unit was sent. This has led to the inspection on the remaining lamps and the same wear has been found at the same point of rotation on the arm. Manufacturer response is still pending on the remaining units.